Event description:
The customer reported a green-brown fluid leak between the pinch valves in the back of the lh 500 hematology analyzer. The volume of the leak is unknown but the customer stated the leak was found near pinch valve 43 (pv43) going to complete blood count (cbc) waste. The customer was wearing personal protective equipment consisting of a lab coat, gloves and face shield and no injury or exposure was reported. Patient results were not affected and there was no change in patient treatment associated with this event. Beckman coulter field service engineer (fse) assisted the customer with troubleshooting over the phone. Fse advised the customer to bring the blood sampling valve (bsv) module forward and replace the cut tubing at the pinch point in vl43. The customer then verified the instrument by performing startup and running controls. Root cause was determined to be a cut tubing at vl43.

Manufacturer narrative:
Evaluation code - conclusions code - (other): issue was resolved by the customer with the help of field service engineer over the phone. The tubing through pv43/vl43 is part of the pathway for cbc waste drain and carries blood, 5c cell control, diluent, and cbc lyse during normal operation and coulter clenz during shutdown. (B)(4).